Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had been experiencing low voltage advisories and low battery alarms for the past week and had tried cleaning their clips and switching clips and batteries. This did not resolve the issue. The patient stated that it started alarming while connected to the mobile power unit (mpu) at night on (B)(6) 2024. Log files captured several low power advisories on 14feb2014. These were all associated with the black lead only. Also, it was noted at the end of the file the voltages were low when connected to the power module. The controller and modular cable were exchanged since it was pretty damaged. The alarm resolved post exchange. Related modular cable was reported under manufacturer report number 2916596-2024-01085.

Event description:
It was later reported that the modular cable was exchanged because it had multiple cracks and splits. The damages were on the modular cable only, not the system controller.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via review of the submitted log file. The submitted log file contained approximately 4.5 hours of information on (B)(6)2024 (6:52 to 10:28 per timestamp). Intermittently throughout the data, atypical low voltage advisory alarms were observed while the controller was connected to 14v battery power. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly fluctuating below the designed alarm threshold. The alarms intermittently cleared on their own, when the rsoc returned to typical values. The observed alarms did not affect the controller¿s ability to operate the pump. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) was exchanged, and the alarms resolved. No products returned to abbott for evaluation. The root cause of the atypical low voltage alarms could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.